Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to infection. 40 humeral cup and 40glenosphere, glenoid baseplate and humeral steam were removed. No other prothesis were implanted. Primary surgery occured on (B)(6) 2018.